Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000130653.

Event description:
Related manufacturer reference number: 3006705815-2023-04546. It was reported that the patient experienced ineffective therapy and patient's ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that associated with the issue.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein patients' system was explanted and replaced to address the issue.